Event description:
The customer contact reported a tubing separation; subsequently a leak of chemotherapeutic agent was noted. The customer reported that when the pt stood up, the tubing separated from the filter inlet and taxol leaked. The tubing was clamped and the chemotherapeutic agent was cleaned up according to the hospital's protocol. The tubing was replaced and the therapy was resumed. There was no reported adverse patient effects. No medical interventions were required. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep sample from the same lot is expected to be returned for investigation. It has not yet been received.